Event description:
The customer reported their synchron lx 20 pro system leaked a yellow fluid onto the floor from the modular chemistry side. The customer suspected the spill to be creatinine reagent. The customer placed a towel on the leak to contain. The customer stopped using the instrument and the leak had stopped. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. On (B)(4) 2012, field service engineer was on site and noted a damaged pump. The fse replaced the pump and the tricontinent syringe. The failure mode of the event was the damaged tricontinent syringe pump.

Manufacturer narrative:
(B)(4).